Event description:
It was reported that the patient began feeling like she was going through withdrawals on 2014 (B)(6). An alarm was heard and confirmed by telemetry. Telemetry confirmed that ¿reset¿, ¿reset-low battery¿ and ¿pump in safe state¿ messages occurred on 2014 (B)(6). The device system was used to deliver bupivacaine and dilaudid. It was later reported that the pump was replaced on 2014 (B)(6). The patient was having withdrawal symptoms on 2013 (B)(6). It was later reported that a motor stall recovery occurred on 2014 (B)(6), with no motor stall seen in the logs. The pump was going to be replaced. It was later reported, per pump logs, that the previously reported ¿reset¿, ¿reset-low battery¿ and ¿pump in safe state¿ messages all occurred at 6:01am. An additional "pump in safe state¿ message and the previously reported motor stall recovery occurred during a pump update at 9:55am on 2014 (B)(6). The active alarms were silenced on the same day. It was later reported, per a progress note, that the patient was seen by his pump hcp 2014 (B)(6) for low back pain. The patient was brought in ¿somewhat urgently¿ as her pump started alarming. The patient¿s refill interval was not due and her estimated pump exchange time was still 20 months out. The patient had been going through some withdrawal symptoms with mostly severe malaise and pain. She had some nausea and, more recently, some diarrhea. She had been taking more of her oxycodone to try to ¿catch up¿ with her increased pain. Upon physician examination, the patient had increased pain with all movement, severe diffuse paravertebral muscle tenderness of the lumbar spine, and severe pain with internal and external rotation of the left hip. The patient also admitted to sleep disturbances, fatigue, joint stiffness, muscle aches/cramps, painful joints, anxiety and a depressed mood. It was noted that nothing could be done at this time from a reprogramming standpoint to fix the pump stall. The pump was programmed to minimum rate and the patient was set up for a pump replacement as soon as possible. It was noted that, once this was all in place, the hcp could return to the original plan of ¿moving on with the right lumbar medial branch blocks¿. In the meantime, the patient was given an extra ¿#150¿ of her 5mg oxycodone to help make up the difference from the hydromorphone that she was getting in her pump. She had been getting hydromorphone at 6mg/day. The patient was encouraged to try to drop her opioids as much as she could before the pump replacement and the concept of micro-dosing was talked about extensively. She was also prescribed hibiclens liquid and bactroban nasal ointment at this time in preparation for the procedure. Per the operative report, the patient was taken to the post-anesthesia care unit (pacu) in stable condition following the pump replacement. The pump was re-programmed to reflect a total daily dose of 2mg of hydromorphone per day. This was a significantly lower rate than previously. Given that she had been off the medication for a week, the rate had to be dropped to ensure that she did not have an overdose. A priming bolus was also given. Notably, the catheter showed good flow of cerebrospinal fluid throughout the entire procedure, so there was certainly no problem with the catheter itself. The patient was to follow-up in one week¿s time for a wound check, as well as a probably pump adjustment.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was real sick, irritated and throwing up.

Manufacturer narrative:
Analysis of the pump revealed the battery resistance was tested and had a passing resistance of 247.8 ohms. Considering this passing resistance, the pump received full destructive analysis to confirm any other fluid, ecm, or corrosion-related anomaly resulting in a short, and none were found. It was noted that the tendency for the high resistance anomaly was to ¿come and go¿, and being that further analysis did not show any other severe anomaly, it was determined that it was a high resistance battery that caused the low battery reset in the field.